Manufacturer narrative:
Patient age, weight and gender provided.

Manufacturer narrative:
During the on site inspection, the medtronic representative reported that the issue could not be reproduced. As a precaution, the medtronic representative replaced the mvs interface cable and the dongle. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the site was attempting to acquire scans but observed a red status on the s7. After wiggling the mobile view station (mvs) interface cable, the site was able to take a scan. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.